Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic nephrectomy procedure, while being applied to the renal artery, the device was unable to fire. When the handle was removed from charger, it had a full charge. It was loaded with shell, adapter and reload. The handle was properly cycled, and handed off to surgeon for stapling. The surgeon placed stapler into abdominal cavity and opened jaws. Articulated the reload slightly and was about to place the device on tissue when the handle shut down. It then turned back on and tried to reboot (screen with manufacturer¿s logo), but was not able to reboot all the way. It went to the screen that told the tech to attach the adapter, but the adapter was still on along with a reload. It then shut down within one-two seconds and rebooted again, and shut down again and tried to reboot again. It kept doing it over and over. The surgeon was able to get the handle out of the trocar. The tech removed the adapter and reload. Another handle and shell were opened then attached to the adapter and reload that was on the original handle. The tech was able to straighten the reload to remove it and took the adapter off and started over with the same adapter and reload. The first handle continued to turn off and back on over and over for 15-20 minutes until it finally turned off. When the handle was picked up (still inside the shell), it was very hot. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted damage to an internal inductor, resulting in piezo failure. Functionally, the device functioned apart from the lack of piezo tones. A review of the system logs showed empty logs with external pin resets in between. It was reported that there was no piezo sound. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling such as the handle being dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.